Manufacturer narrative:
Device evaluation: photo was provided. Product was not returned. Evaluation of the photo provided: the photo shows a lens implanted in the patient eye and the defect reported by customer is displayed with a red arrow. However, it is not possible to confirm the reported defect. Based on the evidence observed and since the lens and device are not available for a thoroughly evaluation, the complaint issue reported could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed one additional complaint folders for this po number. The condition reported for additional complaint folders is not related to the complaint issue reported. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: upon further review, it was noted that in the initial MDR section h6, an incorrect medical device problem code 2996 - operating system becomes nonfunctional was entered. Therefore, this supplemental filing is to correct the medical device problem code was incorrectly reported. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the plunger of the dcb00 gouged the edge of the intraocular lens (iol). This was not from the plunger. The physician reports that the patient is fine. Through follow-up, it was learned that the gouge/streak was at the leading edge of the optic, not at the plunger contact at the trailing edge. The lens remains implanted and is functioning well. No replacement or other surgical invention was required or is anticipated. No other information was provided.